Event description:
Implant surgeon of the hospital, reported via our sales rep that during the surgery, the cage was broken at the attempt of the insertion. According to his information, the surgery was completed successfully by using a replacing implant and the patient was not impaired despite of the prolongation of the surgery procedure of 5-10 minutes.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.